Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was readmitted to the hospital for recurrent peritonitis. The patient had been treated with several unspecified antibiotics but failed to completely recover from the event. The patient experienced severe abdominal pain as a result of the peritonitis. The cause of the recurrent peritonitis was reported to be due to bacteria in the patient¿s bladder and urine. At the time of this report, treatment for the event was ongoing intravenously and the patient was recovering from the event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as abdominal pain and the patient was treated with levaquin IV daily (dose unknown) and flagyl IV daily (dose unknown). The patient was discharged from the hospital with ongoing treatment of levaquin (orally, 350mg daily) and flagyl (orally, 500mg twice daily). At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted for potentially associated lot numbers h13j03025, h13i07043 and h13h17010 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).